Event description:
The customer reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician did not identify any component that may have contributed to the event.

Event description:
The customer reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.